Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported a left side deflation confirmed by physician. Device remains implanted.

Event description:
Patient reported, a left side deflation. Confirmed, by physician. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease sharp opening on posterior side assessed, as fold flaw opening. Additional observations: crease fold observed. Brown particles inside of the device. Wear abrasion observed.

Event description:
Device has been explanted.